Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm, and technical support instructed the customer to remove and reconnect the current cartridge. However, the customer was unable to resume insulin after waiting and could not load a new cartridge. Technical support followed up and determined that the original cartridge did not vent properly. A new cartridge was loaded, and insulin delivery was resumed.